Event description:
The pt had been through an intervention in march where an exo-seal had been implanted. It was reported the physician was not trained on the use of exo-seal. Later on the nursing unit, the pt experienced extensive bleeding. The nurse attempted to utilize a femostop to control the bleeding but it was reported the femostop was unable to control the bleeding. The pt expired. The cause of death is unk.

Manufacturer narrative:
As the product was not returned, we were unable to identify a definite root cause. We do not believe that there is any evidence of device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends. The cause of the event cannot be conclusively determined.